Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a hole in the hose, the rotations per minute (rpm¿s) were below manufacturing specifications and there was an oil leak by the swivel. Therefore, the reported condition was confirmed. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use, which is user error. It was determined that the low rpm¿s was due to worn out vanes and oil leak at the swivel is due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had a cut in the hose close to the wall connector end of the hose. During in-house engineering evaluation, it was determined that the device had low rpm. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.